Event description:
It was reported that the programmer had a broken power cord door. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the power cord bay door was broken. The power cord bay door was replaced. It was also determined at analysis that the lower-case feet were worn, and the system fan was noisy. The keyboard hinges were cracked. The left antenna failed the final test, the antenna was re-seated and retested. The left antenna failed the final test the second time. The left internal contact was found to be loose on the radio frequency transmitter(rft), the rft was replaced. The rft cable was pinched, the cable was replaced. There was damaged to the upper left display hinge. The audio loop feedback failed final testing but passed the 10th time. The microphone assy was replaced and retested. The hard drive was reconfigured, reloaded, and the software was updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.